Event description:
It was reported the asymptomatic patient presented in clinic. Fluoroscopy revealed the patient's right ventricular lead had dislodged. The lead was explanted and replaced without issue. The patient was stable throughout.